Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e volutr-26, serial/lot #: unknown. Product ID: evolutr-26, serial/lot #: unknown. Product analysis: the devices remained implanted, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure this transcatheter bioprosthetic, two other transcatheter bioprosthetic valves were also implanted. The reason as to why three transcatheter valves were implanted was not available. Two weeks and five days following the valve implants, a coronary occlusion occurred which resulted in cardiovascular death. The occlusion was reported as a valve procedural complication. It is unknown if an autopsy was performed. No further information was available.